Event description:
It was reported that, hours after implant, the right ventricular (rv) lead exhibited high and variable threshold measurements with intermittent loss of capture as a result of lead dislodgement. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).